Manufacturer narrative:
The pod was received with the soft cannula deployed. All attempts to retrieve the data from the pod were unsuccessful. Measurement of the battery voltages found all three battery voltages to be lower than expected and corrosion was observed on the bottom battery and pcb assembly. Inspection of the fluid path found a tear on the unexposed portion of the soft cannula, which resulted in an internal leak. This internal leak contributed to the corrosion, which contributed to the low battery voltages. It could not be determined if this internal leak contributed to the reported alarm. Without the data from the pod, it could not be conclusively determined if an alarm had been generated by the pod. The exact cause of the reported alarm could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported by the patient that the pod was alarming during operation.